Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found the odor came from the diff mix motor assembly as it appeared to have overheated. The fse found only the diff mix motor was impacted, and there was no evidence of flame, charring, smoke or damage to other components. The fse replaced the mix motor assembly to correct the issue, and verified instrument operation. (B)(4).

Event description:
The customer reported a burning smell upon starting up a coulter lh 500 hematology analyzer instrument, and a +24 vdc (volt direct current) out of range error message occurred causing the instrument to become inoperable. The customer was advised by customer technical support (cts) to power off and unplug the instrument until it could be serviced. There were no fire, sparks, arcs or flames observed, the fire department was not called and there was no need to use a fire extinguisher in connection with this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.